Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion error" was reproduced. Downstream occlusion!' Messages was reproduced during downstream occlusion testing. A review of the event history log revealed multiple "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor out of calibration. The force sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of constant downstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.